Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a patient who underwent a spaceoar procedure developed hematuria and urinary retention on the following day. To manage the urinary retention, a catheter was inserted. There was a suspicion of urethral damage due to needle puncture. Additional information received on (B)(6) 2024, reported that during the hydrogel injection, the hydrogel flowed into the vein. Therefore, the physician decided to implant a second spaceoar device without complications.